Manufacturer narrative:
D4. CONCOMITANT PRODUCT UDI FOR PUMP IS (B)(4). B3. DATE OF EVENT: ACTUAL EVENT DATE WAS UNKNOWN; THEREFORE, FIRST DAY OF BSC AWARE MONTH WAS SELECTED.

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS ARTIFICIAL URINARY SPHINCTER (AUS) EXPERIENCED PAIN IN THE URETHRA REGION AND DISCOMFORT, SO AN MRI AND BLOOD AND URINE TESTS WERE PERFORMED, WHICH WERE NORMAL. THEN A URETHROCYSTOSCOPY WAS PERFORMED AND DID NOT ALLOW THE PROGRESSION OF THE DEVICE IN THE SPHINCTER REGION, ACTIVATE AND DEACTIVATE THE SPHINCTER WITHOUT SUCCESS, SO IT REMAINED LOCKED. THE PATIENT EXPERIENCED RECURRING URINARY INCONTINENCE FOR 10 DAYS PRIOR TO THE AFOREMENTIONED EXAMINATION. HE WAS NO LONGER ABLE TO URINATE, SO IT WAS NECESSARY TO OPEN THE PATIENT'S PERINEUM AND LOOSEN THE URETHRAL CUFF. THE AUS IS STILL IMPLANTED. NO FURTHER PATIENT COMPLICATIONS REPORTED.

Event description:
It was reported that the patient with this Artificial Urinary Sphincter (AUS) experienced pain and discomfort in the urethral area. A Magnetic Resonance Imaging (MRI), as well as blood and urine tests, were performed and showed normal results. A urethrocystoscopy was later conducted; however, advancement through the sphincter region was not possible. Attempts to activate and deactivate the device were unsuccessful, and the AUS remained locked. In addition, cuff inflation issues were noted. The patient had been experiencing recurrent urinary incontinence for approximately 10 days prior to the examination and was later unable to urinate. As a result, a surgical intervention was performed to access the perineal area and loosen the urethral cuff. The AUS remains implanted. No additional patient complications have been reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The Device History Record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device Instructions for Use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A Risk Review was completed and confirmed that the event of Discomfort, Urinary Incontinence, Pain, Urinary Retention, and Inflation Issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of Cause Not Established was assigned to this investigation. Model Number/Catalog Number: 72400024.Serial Number: N/A.Batch/Lot Number: 1100345512. Model/Catalog Description: BALLOON Unique Identifier (UDI) # (b)(4).Model Number/Catalog Number: 724004127.Serial Number: N/A.Batch/Lot Number: 1100389543. Model/Catalog Description: Pump.Unique Identifier (UDI) # (b)(4).

Manufacturer narrative:
D4. CONCOMITANT PRODUCT UDI FOR PUMP IS (B)(4) AND FOR BALLOON IS (B)(4). B3. DATE OF EVENT: ACTUAL EVENT DATE WAS UNKNOWN; THEREFORE, FIRST DAY OF BSC AWARE MONTH WAS SELECTED. CORRECTION TO FIELD H6: DEVICE CODES. CORRECTION TO FIELD B5: DESCRIBE EVENT OR PROBLEM. THERE WAS NO DEVICE AVAILABLE FOR ANALYSIS; THEREFORE, NO PHYSICAL OR VISUAL ANALYSIS OF THE PRODUCT COULD BE PERFORMED. THE REPORTED PATIENT SYMPTOMS OF PAIN, DISCOMFORT, URINARY RETENTION, URINARY INCONTINENCE ARE KNOWN RISKS ASSOCIATED WITH IMPLANT OF THESE DEVICE AS INDICATED IN THE INSTRUCTIONS FOR USE (IFU). BASED ON THE INFORMATION AVAILABLE, A CONCLUSION CODE OF KNOWN INHERENT RISK OF DEVICE WAS ASSIGNED TO THIS INVESTIGATION.

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS ARTIFICIAL URINARY SPHINCTER (AUS) EXPERIENCED PAIN AND DISCOMFORT IN THE URETHRAL AREA. A MAGNETIC RESONANCE IMAGING (MRI), AS WELL AS BLOOD AND URINE TESTS, WERE PERFORMED AND SHOWED NORMAL RESULTS. A URETHROCYSTOSCOPY WAS LATER CONDUCTED; HOWEVER, ADVANCEMENT THROUGH THE SPHINCTER REGION WAS NOT POSSIBLE. ATTEMPTS TO ACTIVATE AND DEACTIVATE THE DEVICE WERE UNSUCCESSFUL, AND THE AUS REMAINED LOCKED. IN ADDITION, CUFF INFLATION ISSUES WERE NOTED. THE PATIENT HAD BEEN EXPERIENCING RECURRENT URINARY INCONTINENCE FOR APPROXIMATELY 10 DAYS PRIOR TO THE EXAMINATION AND WAS LATER UNABLE TO URINATE. AS A RESULT, A SURGICAL INTERVENTION WAS PERFORMED TO ACCESS THE PERINEAL AREA AND LOOSEN THE URETHRAL CUFF. THE AUS REMAINS IMPLANTED. NO ADDITIONAL PATIENT COMPLICATIONS HAVE BEEN REPORTED.